Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110 and was unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code/ temperature) was confirmed. Upon investigation the monitor was unable to complete an incoming pulse test. The cause for the failure was multiple defective components on the defibrillator pca causing c19 to leak all over the monitor. Additionally, there was thermal damage to multiple components on the pca board causing service code 110. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.